Manufacturer narrative:
(B)(4). Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, per report, procedural factors [inaccurate measurement of the native valve annulus and poor image intensifier angle] appears to have contributed to the pvl noted post valve deployment. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During a transfemoral tavr procedure the valve was implanted 80:20 [aortic/ventricular] and there was moderate paravalvular leak. A second valve was implanted. The CT studies were unavailable to edwards. The site sized the annulus at 480cm2 and requested a 26mm sapien 3 valve. The valve was thought to be undersized and the valve was post dilated with 3mls of extra fluid in the system. The paravalvular leak did not resolve. A second 26mm valve was implanted lower within the first and the pv leak was reduced to mild-moderate. The patient remained in stable condition. The CT measurements were inaccurate causing under sizing of the valve. A 29mm valve was needed. The image intensifier angle was poor.